Event description:
During a coronary stent procedure involving a 98% stenotic lesion in the mid rca, the stent dislodged. The physician was unable to cross the lesion. While attempting to retract back to the guide catheter, the stent caught on the guide catheter and dislodged. The lesion was pre dilated and an express2 stent was successfully deployed. The dislodged stent was retrieved. Pt status is listed as "good."